Manufacturer narrative:
Concomitant medical products: product ID 8578 serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the issue remained unde termined.

Event description:
On 2021-oct-05, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving heparin (1,000 units/ml, 1,000 units/day) via an implantable pump for cancer chemotherapy. The reason for the call was a volume discrepancy. The hcp stated that through (B)(6) 2021, the pump was working well with expected outputs. A dye study was done on (B)(6) 2021 confirming that the pump was correctly infusing the expected area. The rep stated that at that time, the pa tried to flush the catheter with heparin and was unable to. The hcp then drew back and got blue dye back out. They then attempted to flush heparin through and were successful. The patient was brought back in on (B)(6) 2021 for a refill where they expected 5 cc but got back 12 cc. The pump was filled with 20 ml on that date and the patient was brought back on (B)(6) 2021 where they expected 15 cc but got back 19.5 cc so only a half ml had been delivered. The rep checked the pump logs which did not show any events or issues with the pump. Further troubleshooting actions were reviewed. The issue was not resolved through troubleshooting. No symptoms or patient complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.